Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported "struggling to get the phaco tip through his incision with the thicker sleeves" during eye surgeries. The reporter informed that there was no patient harm noted. A product sample has been requested for evaluation.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. Two infusion sleeves were returned for evaluation. The infusion sleeves were visually inspected and no obvious defects were found. The irrigation holes were aligned 180 degrees opposite one another on each of the infusion sleeves. The texture on the inner walls of the infusion sleeves was intact. No twist was observed on the tip or the shaft. The inner diameter and walk thickness under the irrigation ports and on the shaft were within specification. The returned infusion sleeves met specifications. The root cause of the customer's complaint could not be established as the returned infusion sleeves met specifications. The inner diameter and wall thicknesses measured were within specification. The manufacturer internal reference number is: (B)(4).